Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient¿s right ventricular lead impedance and capture threshold gradually increased over the last year. Isometrics was performed and no noise was produced. Programming changes were discussed, and no intervention was performed.